Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. Field service rep evaluation: the field service engineer (fse) went on-site to evaluate the suspect device. The fse cycled the device on and was able to duplicate the reported device behavior. The fse determined the likely cause of this failure was a component within the main printed circuit board (pcb). A main pcb was replaced for this device and the suspect main pcb component will be returned to vyaire's failure analysis laboratory for evaluation.

Event description:
The customer reported an intermittent inoperative ventilator device condition, on power up. The customer stated no patient involvement with this event.

Manufacturer narrative:
The vyaire failure analysis group received the suspect main printed circuit board (pcb) for investigation. The fa group performed a visual inspection and found no anomalies. The fa engineer installed the main pcb into a test device and cycle the device on, which duplicated the reported alarm behavior. The event log was reviewed, which found multiple "xdcr" alarm errors. Calibrations were performed on the transducers and found the turbine differential pressure transducer (xdcr pt 800) failing the calibration. At this time, the reported event was duplicated and the component root cause is associated with a supplier manufacturing process issue. This issue has been addressed in CAPA (B)(4).